Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection noted electrocautery marks on the device case and holes in all the seal plugs except the ra- and rv- seal plugs. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. Laboratory testing was unable to confirm the reported clinical observations; however, the holes in the seal plugs could have contributed to the observed noise. On occasion, wrench penetration can damage a seal plug. This can create accessory sensing pathways and potentially result in oversensing. We have implemented changes to improve seal plug design.

Event description:
Event description guidant received information that patient presented after accidentally hitting the implant site. An interrogation of the implantable cardioverter defibrillator (ICD) noted an episode of noise on the right ventricular (rv) channel resulting in inhibition in this depedent patient.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Guidant (now boston scientific) received information that this patient presented after accidentally hitting the implant site. An interrogation of the implantable cardioverter defibrillator (ICD) noted an episode of noise on the right ventricular (rv) channel resulting in inhibition in this dependent patient. The sensitivity of the ICD was reprogrammed to least to prevent further noise and inhibition. The patient will continue to be followed. Additional information was provided that the device was explanted approximately six years later and was returned for analysis.